Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) and provided a lot # of one touch verio test strips (3159868) that are suspected as being possible counterfeit product. The patient was sent replacement test strips. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reported a lot # of one touch verio test strips that are suspected to be possible counterfeit product. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.lot # is 3159868,510 (k) # is k093745.